Event description:
A report was received that a patient's precision system was explanted. The implanting physician was not aware of the patient's explant. No further information can be obtained.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation, as they were kept by the medical facility.